Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and initiated on antibiotic therapy. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital which resulted with growth of the bacteria acinetobacter baumannii. The nurse stated that the patient was treated with antibiotic therapy utilizing ceftazidime (2 grams) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown as the patient denied a breach in aseptic technique. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and initiated on antibiotic therapy. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital which resulted with growth of the bacteria acinetobacter baumannii. The nurse stated that the patient was treated with antibiotic therapy utilizing ceftazidime (2 grams) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital. The nurse stated the patient is recovering and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown as the patient denied a breach in aseptic technique. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.